Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is a possible temporal and causal association between the ccpd therapy and fresenius products and the events of patient experiencing fatigue over 4 day period prior to admission (pta), shortness of breath, episodes of body aches, continued dyspnea on exertion, cough and one episode of vomiting with no visible blood pta. The patient exhibiting hypernatremic, hyperkalemic, uremic state, imaging performed showed large likely chronic pericardial effusion with equivocal tamponade sign by echocardiogram. The patient underwent intensive 24 hour pd dialysis treatment with dialysate prescription change to 4.5%, change of antihypertensive medication regime to ensure proper blood pressure control and advised in lieu of cardiomegaly and pericardial effusion to have surgical pericardial window which the patient decided to forgo and continue with ccpd therapy with adjusted prescription with full compliance and possibly transition to hemodialysis therapy for prevention of further enlargement of the large pericardial effusion presently. An investigation of the cycler was performed prior to the change of reportability decision and was returned to the field without a physical investigation. At the time the investigation conclusion was not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called in regarding heater bag not detected alarm. During follow up the patient¿s pd nurse reported that the patient was hospitalized due to pericardial effusion and anemia. The patient was hospitalized on (B)(6)2017. The patient was reported to be experiencing shortness of breath upon admission to the hospital. The patient continued pd treatment with alterations in dialysate strength and intensive pd while in the hospital. Per pd nurse the patient had been non-compliant with their manual exchanges.